Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 405 mg/dl. The customer had been experiencing back pain as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller could not conduct the high pressure test at the time of the call. It was also stated that the customer's blood glucose levels remain high even when taking manual injections. The customer's doctor suggested using a different vial of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.